Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:34:09 pm to 7:24:10 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 5:34:09 pm. Cgm alert 3 (cgm glucose reading below user threshold) enunciated at 4:14:11 pm, when bg dropped below 80 mg/dl. Two tubing fills of size 20.0062 units observed on (B)(6) 2020 at 4:49:30 pm and 4:54:03 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure. Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not disconnect the infusion set site from their body during the fill tubing step. Customer's blood glucose (bg) was 50 mg/dl. Customer fell unconsciousness and was transported via ambulance to the hospital. Type of treatment was not provided. Low bg was resolved and customer was discharged the next day. There was no permanent damage. Customer will meet with their healthcare provider prior to resuming pump insulin therapy.